Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient revised for pain, found loose femoral stem. Doi (B)(6) 2010, dor (B)(6) 2012 (right hip). **update** 11/16/2012- litigation papers received. A femoral head and metal liner have been added and initial emdrs created. **update** 4/25/2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient revised for pain, found loose femoral stem. Update: (B)(4) 2012 - litigation papers received. A femoral head and metal liner have been added and initial emdrs created.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes e2hhf1 and 3112678. A search of the complaint database finds additional reported incidents against lot code 3144978 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. A femoral head and metal liner have been added and initial emdrs created. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.